Event description:
The following was reported to hamilton medical ag: before usage. Hospital staff asked local staff to repair this c1 as the battery charge indicator was flashing but the c1 could not be switched on by pressing the power button. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).